Event description:
It was reported that the therapy did not meet the pt's expectations. The system initially controlled the pt's symptoms, but lost effectiveness. The pt had no pain relief and was more satisfied with the infusion therapy. Reprogramming was attempted. The stimulation system was explanted. The pt recovered without sequela.